Event description:
On-q pump catheters placed on (B)(6)-2010, due to chronic pain. Surgeon placed first on q pump catheter without complication. The surgeon requested an additional on-q pump and upon insertion noticed the second catheter was longer than the first catheter and a different model pump. The second model pump flow had a preset flow rate by the manufacturer. The second model pump flow rate was not reset. Additionally, the surgeon noticed that the anesthetic agent ((B)(6)) was leaking. The leaking catheter was removed, shortened and reinserted. The surgery was completed and the pt transferred to recovery area in stable condition. Approximately 6 hours after completion of procedure, pt had change in condition which consisted of agitation, seizure, respiratory arrest, cardiac arrest, and death.